Event description:
It was reported that a pump is alarming no disposable. Hit start/stop button to silence alarm, reviewed settings and pump restarted. Pump screen read run. There was no report of a patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.